Event description:
Signs/symptoms/diseases being reported: popping. Related to device = uncertain. This event most closely related to operative.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.